Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.